Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not provided for evaluation. Images were not provided for review. Therefore, the investigation was inconclusive for the alleged material separation of the beading and torn material as no objective evidence was provided to confirm any alleged deficiency with the graft. The root cause could not be determined based upon available information. It was unknown whether procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not remove the external spiral support (beading) from any centerflex¿ graft or endflex¿ graft. Attempts to remove the beading may damage the graft wall. If damage occurs, discard the graft. Precautions: when removing the external spiral support (beading) of impra flex¿ grafts, the beading must be removed slowly and at a 90° angle to the graft. Rapid unwinding and/or removal at less than a 90° angle may result in graft damage. Do not use surgical blades or sharp, pointed instruments to remove the beading as this may damage the graft wall. If damage occurs, that segment of the graft should not be used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation/ beading removal, the beading on the eptfe graft was allegedly unraveled and torn material was identified. Reportedly, another graft was used to complete the procedure. There was no patient contact.